Event description:
Intracranial bleeding occurred 42 months post index procedure, patient was treated with surgery. Investigator has indicated that the event was not related to the study stent.

Event description:
One endeavor sprint drug-eluting stent was implanted at the mid rca. Patient was asymptomatic/free of symptoms at 30 day follow up. An ischemic stroke is reported to have occurred approximately 2 months following index procedure. Investigator has indicated that event was not related to the study stent. Patient was asymptomatic/free of symptoms at 6-month follow up and one year follow up.

Manufacturer narrative:
Evaluation code, results: cva/stroke.